Manufacturer narrative:
Correction: the surgeon opted to complete the procedure without the use of the navigation system due to a separate event, with the same patient, reported in 1723170-2016-01165. The hour delay was due to the reported issue in 1723170-2016-01165. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 05/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, and in the verify instruments screen, the synergy spine software unexpectedly exited. The screen stayed on boot text until the site shut it down using the power button. Once the system powered back on, they continued the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.